Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6): additional information. This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporter's complaint that the unit will not work in reverse was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported while the surgeon was pre-drilling in preparation for inserting the screw; the small battery drive would not work in the forward direction. It would only run in reverse regardless of what triggers are pulled. The surgeon tried the oscillate option and still would only run in reverse. No impact or injury to the patient. Surgery was delayed for 30 seconds due to the reported event. No medical intervention required and procedure was completed successfully. This is 1 of 1 report for complaint (B)(4).